Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in february 2021. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon, percutaneous access needle and 8/10 dilator sheath set were used during a percutaneous nephrolithotomy procedure performed in february 2021. The patient experienced sepsis and respiratory problem, requiring intensive care unit (ICU), mechanical ventilation and IV antibiotics.